Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and a bolus via the pump was delivered to lower the bg to target level. Upon troubleshooting, the customer found that an auto-off safety alarm had occurred. No other device issues were found. Tandem technical support advised to discuss the time setting of the auto-off with a healthcare provider. The customer acknowledged the advice.